Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. The analyst noted all conductors were distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation was breached cut. It was noted that the lead was stretched.